Event description:
The pt was on a nebulizer heater for oxygen/humidity to his tracheostomy and the heater appeared to short-out and a burned spot was noticed at the power switch. It was removed from the pt without any problem.